Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A user facility¿s biomedical technician (bmt) reported to technical support (ts) that the ultrafiltration (uf) pump didn¿t start at the beginning of a patient¿s hemodialysis treatment on a fresenius 2008t machine. The bmt reported that the patient care technician (pct) hadn¿t realized that the uf pump wasn¿t running. This reportedly occurred more than one time, but further details were not available. The bmt was unable to provide device serial numbers, event dates, or patient details. However, the bmt was able to confirm that there haven¿t been any incomplete treatments due to the reported issue. No additional information could be provided.